Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photo shows an unused tube with the batch and expiration date information. The label shows the batch expired 2020-04-30.a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Customer was requesting information in regards to using expired vacutainers. Customer stated they were not filing a complaint they are inquiring as to what can happen from using an expired vacutainer. Technical services provided troubleshooting explaining that the tubes should not be used beyond their expiration date and that the IFU establishes the storage conditions and statement regarding expiration dates. H3 other text : see h.10.

Event description:
It was reported that an expired tube was used with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "customer used an expired tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an expired tube was used with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "customer used an expired tube."